Manufacturer narrative:
Field correction: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost a significant amount of weight and the ipg migrated causing discomfort at the ipg site. Subsequently, surgical intervention took place to explant and replace the ipg.